Manufacturer narrative:
The total amount of potentially lost data has not yet been determined. Siemens is conducting a thorough investigation. A supplemental report will be submitted if additional information becomes available.

Event description:
Siemens became aware of an issue with a storage device attached to the syngo imaging product. The storage device experiences failures during startup preventing logical volumes from going online. This causes inability of syngo imaging internal service to start and makes images inaccessible. It is presently unknown whether any data is permanently lost. The root cause of the issue is assumed to be a hardware error. There is no contribution of the syngo imaging product to the unavailability of images. No harm has been reported from this site, however, prior data may not be available if needed for comparison, leading to reduced base for diagnosis. The reported event occurred in (B)(6).